Manufacturer narrative:
A2: age at time of event - 18 years or older. H6 - evaluation conclusion code: updated. Device evaluated by manufacturer: the returned complaint device consisted of a rotapro. The burr catheter housing was not attached to the advancer when received but the handshake connections were still connected. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual and microscopic examination revealed that the coil is stretched and kinked at the handshake connection. Functional testing was performed by rotating the drive shaft and it was unable to rotate. The device was disassembled to view the components inside. The ultem was melted and the turbine was corroded.

Event description:
It was reported that rotation speed was unstable. A 1.50mm rotapro was selected for use in an atherectomy procedure. The system was prepped, and wall air was used. While platforming outside the body, the console displayed rotation speeds ranging from 113,000 rpms to 280,000 rpms with yellow triangles appearing at random rpms. Since this observation was not verbalized loud enough, the rotapro was advanced into the body. While ablating, the rotation speeds again jumped to extremes ranging from 113,000 rpms to 280,000 rpms. The rotapro was removed and exchanged for another device. The procedure continued with little delay and was completed. No patient complications were reported.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by manufacturer: the returned complaint device consisted of a rotapro. The burr catheter housing was not attached to the advancer when received but the handshake connections were still connected. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual and microscopic examination revealed that the coil is stretched and kinked at the handshake connection. Functional testing was performed by rotating the drive shaft and it was unable to rotate. The device was disassembled to view the components inside. The ultem was melted and the turbine was corroded.

Event description:
It was reported that rotation speed was unstable. A 1.50mm rotapro was selected for use in an atherectomy procedure. The system was prepped, and wall air was used. While platforming outside the body, the console displayed rotation speeds ranging from 113,000 rpms to 280,000 rpms with yellow triangles appearing at random rpms. Since this observation was not verbalized loud enough, the rotapro was advanced into the body. While ablating, the rotation speeds again jumped to extremes ranging from 113,000 rpms to 280,000 rpms. The rotapro was removed and exchanged for another device. The procedure continued with little delay and was completed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that rotation speed was unstable. A 1.50mm rotapro was selected for use in an atherectomy procedure. The system was prepped, and wall air was used. While platforming outside the body, the console displayed rotation speeds ranging from 113,000 rpms to 280,000 rpms with yellow triangles appearing at random rpms. Since this observation was not verbalized loud enough, the rotapro was advanced into the body. While ablating, the rotation speeds again jumped to extremes ranging from 113,000 rpms to 280,000 rpms. The rotapro was removed and exchanged for another device. The procedure continued with little delay and was completed. No patient complications were reported.